Event description:
The reporter indicated that his (B) (4) handheld device was freezing at the interrogation successful screen. The product was returned to the manufacturer and an analysis of the device revealed no anomalies with device performance. However, it is known that under certain conditions this type of screen freeze event can occur with the (B) (4) handheld computers.